Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient experienced stomach pain, dizziness, vomiting, and extreme weakness. The cgm reading was 4.3 mmol/l, and when a fingerstick was taken the blood glucose reading was 23.0 mmol/l. The patient was brought to the hospital by the parent, and when a fingerstick was taken the blood glucose reading was 28.0 mmol/l. Tests and blood work were done and the patient was diagnosed with early-stage diabetic ketoacidosis. The patient was treated with intravenous fluids and anti-nausea medication. The patient was also treated with insulin via the pump. The patient was discharged the same day. When the patient got home the blood glucose values started to rise again, but no further treatment was reported to be needed. At the time of the report the patient was stable but still a little weak. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.